Event description:
Discordant progesterone results were obtained on patient samples on an immulite 2000 instrument. The results were obtained while quality controls (qc) were out of range. The discordant results were reported to the physician(s), who questioned them. It is unknown if the corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant progesterone results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse observed unacceptable recovery of the adjustors for the progesterone kit in use. A technical application specialist (tas) went to the customer's site and discovered that incorrect adjustor materials were used causing qc failure. It was also observed that the customer obtained probe wash empty errors, after which qc was out of range and discordant results were obtained. The cse replaced the progesterone kit and the probe wash solution. The cse ran quality controls, which resulted within range. The cause of discordant progesterone results is user error. The instrument is performing according to the specifications. No further evaluation of this devise is required.